Manufacturer narrative:
Bleeding at the insertion site is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
Senseonics was made aware of a user's concern that their body was rejecting the sensor. The user reported experiencing bleeding and a burning sensation at the insertion site. The user's health care professional (hcp) was aware and had suggested the reaction could be related to an underlying autoimmune condition, though no treatment was prescribed. The hcp reviewed user-provided images and found no signs of infection the user was advised to consult with their hcp to determine whether sensor removal is necessary.